Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had a decrease in r-wave amplitudes. Additionally, the lead had t-wave oversensing (twos) and sensing integrity counter (sic). The lead remains in use and may be replaced in the future. No patient complications have been reported as a result of this event.